Manufacturer narrative:
H6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. Based on the information provided, the unsatisfactory experience could be confirmed. The clinical/medical investigation concluded that, based on the information provided, the prosthetic joint infection is likely from a hematogenous spread from another site in the body and not related to a failure of the device. The insert was not implicated as failing and was exchanged routinely with the debridement procedure. Therefore, a causal relationship between the device and the infection cannot be confirmed. The impact to the patient includes the additional surgery and implant exchange. No further clinical assessment is warranted at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that after a tka surgery was performed on (B)(6) 2016, the patient experienced acute septic arthritis on (B)(6) 2023. This adverse event was treated by washout, debridement and a gii ps hi flex isrt sz 3-4 9 exchange on (B)(6) 2023. Health status of the patient is recovering.